Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. However, further elevation of the device found circuit board-failure (pressure sensor/pressure sensor circuit). The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the high flow insufflation unit had front panel blackout with alarm at start-up. The event occurred during preparation for use, prior to a laparoscopic surgical procedure. It was reported that the patient was not under anesthesia and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.